Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is barely delivering insulin. Blood glucose value was 363 mg/dl at the time of the incident. The customer was in the ER but did not provide additional information. Troubleshooting was performed but not completed. The device will not be replaced or returned.